Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0sm57, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's implant went absolutely screwy. All of the sudden the implant began shocking the patient on (B)(6) 2015. The patient began feeling pain in their back and then the pain went down their leg. The pain progressively got worse and worse and the patient could barely walk they were in so much pain. The patient turned the implant down to 0.0v, but did not turn it off. Once stimulation was reduced to 0.0v, the patient could walk, but was still hurting and in pain. The patient was trying to shut the implant off, but couldn't get it shut off on (B)(6) 2015. The patient's therapy was on and the patient was successfully walked through turning it off. No lightning bolt was apparent in the implantable neurostimulator (ins) icon and the issue was resolved. Sometimes the patient used the antenna, but sometimes didn't because it didn't always work for them due to user error. The patient didn't always place the antenna in the right spot and they just had their family member help them place it for them. The patient planned to follow-up with their health care provider (hcp) regarding the shocking. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the cause of the patient¿s shocking sensation was not completely determined. The patient¿s health care provider (hcp) insisted it was not the device. The patient¿s shocking sensation had been resolved.